Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, baclofen and dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was 2016 (several months prior) it was reported that several months ago the patient had an issue with the catheter but was unable to have a surgical revision due to insurance. The patient went through a catheter revision and it was "hell". The catheter was "clogged or something". The catheter was replaced on (B)(6) 2016. The issue was resolved. The pump was currently delivering fentanyl, baclofen (unknown concentration and dose) and dilaudid (unknown concentration) 3.5 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.